Event description:
It was reported that bd smartsite infusion was occluded. The following information was reported by the initial reporter with the verbatim: the infusion is not smooth, and the cause is found to be blocked by the needleless airtight infusion joint

Manufacturer narrative:
H6: investigation summary a 2000e china product was not available for investigation; however, the customer indicated the complaint sample was from lot 23035120. The feedback provided by the customer suggests a flow restriction was detected during use of the smartsite device. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 23035120 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample, it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience.

Event description:
It was reported that bd smartsite infusion was occluded. The following information was reported by the initial reporter with the verbatim: the infusion is not smooth, and the cause is found to be blocked by the needleless airtight infusion joint

Manufacturer narrative:
G3: foreign h3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.